Event description:
The customer observed false positive sars-cov-2 igg ii quant results generated on the architect i2000sr processing module for three patients. The following data was provided: (B)(6) 2021 sid (B)(6) initial result = 12711 au/ml, repeat on (B)(6) 2021 = 2.2 au/ml. (B)(6) 2021 sid (B)(6) initial result = 8529.7 au/ml, repeat on (B)(6) 2021 = 1.4 au/ml. (B)(6) 2021 sid (B)(6) initial result = 33056.5 au/ml, repeat was <21 au/ml. The patients were not vaccinated or had a confirmed infection. The roche antibody test was negative, and the neutralization test was also negative. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2021-00080 under a different suspect medical device and manufacturer name, city and state. An evaluation is still in process. A supplemental report will be submitted when the evaluation is complete. Completed information for patient identification: sids (B)(6). Patient information: no further patient information was provided by the customer.

Manufacturer narrative:
An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete. Describe event or problem was updated to include two additional samples that were inadvertently omitted from the initial report.

Event description:
The customer provided additional samples with discrepant results on (B)(6) 2021: (B)(6) 2021 sid (B)(6) initial result = 1702 au/ml, repeat on (B)(6) 2021 = 1.7 au/ml; (B)(6) 2021 sid (B)(6) initial result = 777.6, repeat on another instrument (B)(4) = 0.60 au/ml

Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting. During this troubleshooting the fsr observed multiple occurrences of error codes 3350 and 3356 in the system logs and discovered one of the reagent probes was not screwed tight. In addition, service performed surface decontamination and replaced the probe next r, arc, probe, arc tubing, probe, and syringe assy, valve, manifold kit (rohs) and 100ul buffer pump (rohs). Return testing was not completed as returns were not available. An instrument service history review of the (B)(4) verifies no subsequent issues have been reported related to elevated/erratic results. There were no contributing factors in the month prior to the complaint were identified in regards to the system. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(4) was identified.